Manufacturer narrative:
It has been indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a fo llow-up report will be submitted.

Event description:
During an intraoperative case, the tip of the ultrasonic dissector broke. No additional information is being made available as the information was provided by the (B)(6) competent authority to medtronic. The notification came through (B)(6) website and (B)(6) doesn´t have any control about the information provided by notificator. (B)(6) consider the customer information as confidential. Keep the customer as confidential is a regulatory action in (B)(6). The information cannot be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.